Event description:
Customer reports a skin stapler stuck to patient's skin. Medical intervention required to remove staple and stapler. Clinical consequence: swollen, red leg.

Manufacturer narrative:
Sample requested for eval. Sample not received at time of this report.